Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the physician noted an alert for elective replacement (eri). The patient had been exposed to cardioversion energy and was believed to have tripped the premature eri alert.